Manufacturer narrative:
The lead was returned severed 190 millimeters (mm) from the terminal pin. Two segments were returned with the midbody segment missing. Microscopic inspection revealed that the insulation at the distal end of the terminal pin was torn and the rate/sense conductor coil was fractured. The is-1 terminal pin design has been changed to reduce occurrence of this issue. This lead was manufactured prior to this change. Additional inspection revealed insulation damage through all three lumens. This damage was consistent with lead on lead interaction within the clavicle area.

Event description:
It was reported that at a previous device change out this implantable defibrillation was difficult to remove from the device header. Insulation damage had previously been repaired and the lead remained in service without further complication. However, due to the previous insulation repair the lead became bonded to the device. The lead was surgically abandoned and replaced with no adverse patient effects reported. Approximately 9 years later the lead was explanted and was returned for analysis.